Manufacturer narrative:
(B)(4): on an unreported date in (B)(6) 2014, the patient experienced peritonitis.a review of all batch record documents was performed for potentially associated lot number gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient was started on unknown antibiotic ip for peritonitis. The cause of the peritonitis was unknown. The patient recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 2 of 3.